Event description:
In february 2004, while wearing the external equipment, the patient reportedly went down a plastic slide. Following this, it was observed that the patient was not responding to sound. The patient was seen at the center for evaluation. External equipment was exchanged. However, the problem was not resolved. In february 2003, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. Programming adjustments were made which resolved the problem. The patient continued to be monitored by the center. In 2005, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning.

Event description:
In 2005, while wearing the external equipment, the pt reportedly went down a plastic slide. Following this, it was observed that the pt was not responding to sound. The pt was seen at the center for evaluation. External equipment was exchanged, however, the problem was not resolved. A month later, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. Programming adjustments were made which resolved the problem. The pt continued to be monitored by the center. A month later, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning.